Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on stored and current electrograms (egm) for the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.